Manufacturer narrative:
Section information references the main component of the system. Concomitant medical device: product ID: 8870, product type: software; product ID: 8840 , product type : programmer.. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 25 mg/ml of morphine at 1.201 mg/day via an implantable pump for non-malignant pain. It was reported the patient¿s pump was replaced on (B)(6) 2018 and the patient was in the emergency room with withdrawal symptoms on (B)(6) 2018. The patient had been experiencing withdrawal symptoms since the day of the replacement. It was indicated the surgeon typically does not do a catheter aspiration and does not do a back table prime. The rep was requesting to know the calculations for how long the patient had been getting water. The rep was unable to troubleshoot due to lack of product. Technical services reviewed calculations. The patient would have been getting drug for 4.2 days if the catheter was patent, and the patient would then get water for 4-6 days. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep) (B)(6) 2018. It was reported the event was initially reported to the rep by the emergency department at the memorial medical center. The rep confirmed that a back-table prime was not performed during the replacement. The back-table prime was omitted intentionally. The doctor was using an 8840 clinician programmer. The rep did not have the serial number of the 8840 used during the case or know the software card version involved. As far as the rep knew, the patient had been receiving adequate therapy prior to replacement. It was unknown if any further actions had been taken or planned to resolve the withdrawal symptoms. Regarding the cause of the withdrawal symptoms immediately after replacement (while the patient should have still been receiving drug from the catheter) the rep stated it was determined that the concentration of drug was 10 mg/ml prior to the replacement and 25 mg/ml following the replacement and no bridge bolus was performed (or back table prime). The patient¿s weight was unknown.